Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for malfunction alarm 5: it was reported that malfunction alarm occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse effect.